Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the patient presented for a device interrogation. It was noted that the implantable cardiac monitor was unable to be interrogated.